Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-004702. It was reported the patient experienced left sided neck stiffness since implant, and neck pain which has been worsening with time. A CT scan and x-ray images revealed both leads had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which time both leads were repositioned. Effective stimulation was restored post-operatively.